Manufacturer narrative:
Oriiginal follow-up stated, lot history recrods are clear and no other complaints have been received against this lot. Actually, four complaints have been received against this lot all from this customer; no complaints have been received from other customers against this lot.

Event description:
Customer reports, arterial blood pressure pushed plunger out of syringe, resulting in blood spillage and glove/garment exposure to spilled blood. This has reportedly happened several times. No treatment was necessary because there was no direct blood contact.